Event description:
The customer reported the device intermittently powered up in the battery test mode.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips representative and the symptom was verified. The issue was localized to a failed bezel assembly. As of 07/31/2013 the customer has opted not to have philips repair the device. The device remains as the customer site. Philips concluded that this was a malfunction of the bezel assembly.